Event description:
Pt 1 week status post lower lumber fusion surgery returned for f/u. X-rays taken on an unk date revealed that one matrix locking cap dislodged from the matrix polyaxial screw head at level l4. Construct is intact, and pt is asymptomatic. Surgeon has decided not to re-operate or revise at this time. Pt will be monitored for any changes. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.